Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref. MFR. Report: 1627487-2013-24221, 1627487-2013-24222. It was reported the patient alleged he experienced a burning sensation from his scs system that occurs with the stimulation on or off. The patient also reported experiencing overstimulation and spasms whether the stimulation is on or off. The patient's scs system was reprogrammed but the issues did not resolve. The patient is considering having his scs system removed. Surgical intervention may be undertaken at a later date.